Event description:
It was reported that during a pulse field ablation (pfa) procedure to treat a persistent atrial fibrillation, a farawave catheter was selected for use. After pfa and during the post mapping, the tech was flushing the catheter. It was determined that the farawave cathter had to be placed back in to touch up some of the left atrium. At this point, the tech noticed the stop cock had nearly broken off from the handle. The catheter was replaced. No patient complications were reported.

Manufacturer narrative:
D2a: common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation; reported here as the common device name exceeded the character limit for designated field. It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.